Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to traumatic fall which led to poly disassociation from cage.

Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the trauma experienced when the patient fell. The IFU notes that extreme care in patient handling (e.g., moving patient, changing clothes, etc.,) immediately after surgery is necessary. Excessive activity and trauma affecting joint replacements have been associated with premature failure. No evaluation. This device is used for treatment not diagnosis.

Event description:
Associated mfrs with this event: 1038671-2017-00014, 1038671-2017-00115, 1038671-2017-00016, & 1038671-2017-00017.